Event description:
Nurse educator reported that there have been multiple reports of nurses accidently leaving the secondary set clamped when they start the secondary infusion. The pump does not alarm to alert the user that the clamp is shut. The user comes back expecting to find the secondary infused and finds the secondary never infused and the primary container ran at the secondary rate. This delays the secondary infusion. No patient harm was reported and no medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
Manufacturer's report date : june 26, 2013. Internal file no: (B)(4). The customer's report of secondary dose delays because the roller clamp was not unclamped does not need to be evaluated. Customer was informed by carefusion that we have a prompt on the pc unit screen stating "we also have labeling on the secondary set to open the clamp before starting the infusion. There is also similar labeling in the pump dfu along with a warning stating "the clamp on the secondary administration set must be opened. If the clamp is not opened the fluid is delivered from the primary container."